Event description:
Medtronic received a report that the pipeline failed to open in the distal section and was found damaged and stuck in the marksman catheter. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm in the internal carotid artery t bifurcation with a max diameter of 30 mm and a 16 mm neck diameter. Landing zone: distal: 4.0 mm and proximal: 4.6 mm. The accessed vessel was the femoral artery with a diameter of 8 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level reached the standard. The angiographic result post procedure shoed complete stent deployment. It was reported that aneurysm dense mesh stent treatment was performed. The pipeline stent tip could not be opened. After conventional opening methods, the tip still could not be opened. Finally, the stent was stuck in the catheter and the entire system was forced to be withdrawn. After the stent was deployed in vitro, it was found that the tip of the stent was damaged and the tip section of the stent still could not be opened. A new catheter and stent were replaced, and the operation was successfully completed. It was reported the pipeline failed to open in the distal section. The pipeline was not positioned in a bend. It was reported there was catheter resistance in the distal section. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030 (lot: 227622209); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the stent damage was not determined. No damage to the pipeline pushwire or catheter was observed. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex braid and marksman catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex braid was returned outside the catheter. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be kinked at ~6.3cm from distal end. The catheter tip, marker band were examined; and was found to be accordioned. No other anomalies were observed. Testing/analysis: na conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure open at distal as the distal and proximal ends of pipeline flex braid were found fully opened and damaged. However, the marksman catheter was confirmed to have resistance as the catheter was found to be damage. However, the root cause for damages could not be determined. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors from the pushwire to the resistance could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.